Event description:
It was reported that, during an implant attempt, the right atrial (ra) lead was unable to be placed due to the helix not extending. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).